Event description:
On 09/15/1997 following a percutaneous transluminal coronary angioplasty procedure, an angio-seal device was placed in a patient's right groin. The patient was discharged to home on 09/16/1997. The patient developed a fever and was readmitted to the hosp on 09/18/1997. At that time he was diagnosed as having an infected pseudoaneurysm (3.7 cm x 1.8cm) which later developed sepsis. The patient was started on antibiotics (ancef) at that time. On 09/19/1997 the patient was taken to surgery for exploration of the patient's right femoral artery; evacuation and drainage of purulent material, repair of the femoral artery, and packing of the wound were performed. The angio-seal device was removed from the patient during this procedure. The patient was then started on a four week course of intravenous vancomycin. On 09/20/1997 the patient was subsequently taken to surgery for right groin bleeding. On 09/27/1997 the patient underwent surgery for debridement and closure of the right groin wound. The patient was then discharged home on 09/30/1997. As of 09/14/1998 there has been no further report to the MFR of complication or patient sequelae.